Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed. Several technical error 24 were found but not linked to the reported event was found. The complaint was opened to deal with this subject. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
N/a

Event description:
The following has been reported: drug infused faster than programmed rate customer emailed in the attached request form reporting: drug was infused faster than programmed rate. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.